Event description:
It was reported that on (B)(6) 2008 that the patient presented with recurrent left l5-s1 disk herniation and intraoperative durotomy. The patient underwent a revision of the left l5, s1 laminectomy with nerve root decompression and partial discectomy and a dural repair requiring a laminectomy. There were no noted complications. It was reported that on (B)(6) 2009 that the patient presented with intractable low back pain, left leg radicular pain, recurrent left l5 and s1 disk herniation, and l4-l5, l5-s1 disk degeneration. The patient underwent a retroperitoneal exposure and mobilization of the aorta, iliac artery main, and lumbosacral spine with diskectomy and anterior and posterior lumbar interbody fusion of l4-15 and l5-sl intervertebral disk space using morcelized autograft, allograft, demineralized bone matrix, and iliac bone marrow aspirate. There was also posterior segmental instrumentation of the l4, l5, and s1. Per the operative report, the first part of the procedure was the anterior discectomy at l5-s1. Once this was accomplished, a 14mm, 6 degree lordotic peek cage was placed after being packed with a infuse sponge. Placement of the cage was confirmed to be adequate with ap and lateral fluoroscopic imaging. Then a discectomy was performed at level l4-l5. A 10mm 6 degree lordotic pek interbody cage was placed after being impacted with an infuse sponge. Placement was also confirmed with an ap and lateral fluoroscopic imaging. After completion of the anterior portion of the procedure, the patient was then ready for the posterior portion of the procedure. The decompression of the l5-s1 was then conducted. Once that part was completed then the posterior fusion of the l4-l5 and l5-s1 was conducted. During instrumentation, a bone graft mixture composed of 60ml cancellous allograft was combined with 10ml of intergro demineralized bone matrix and this was combined with 20 ml of left iliac crest bone marrow aspirate. The mixture was placed over the decorticated transverse process and the sacral ala bilaterally. Then the remainder of the instrumentation was completed along with the procedure. There were no noted complications. Office visits and other: (B)(6) 2007 patient was seen for follow-up with pain. Patient was believed to have severe left radicular pain and recurrent left l5-s1 disk herniation. On (B)(6) 2009 patient was seen for follow-up of low back pain. According to the dictated notes a recent MRI of the cervical spine shows multi-level disk bulging with disk osteophyte complex with mild spinal cord deformity at c3-4, c4-5, and c6-7 with spinal stenosis worst at c4-5. On (B)(6) 2009 patient was seen for follow-up for surgery and pain. Patient states pain is getting better. Patient is assessed and according to dictated notes by the physician is believed to have, a large left para central disk extrusion, l5-s1, l4-5 disk degeneration, severe lower back pain, severe lower extremity pain, right greater than left, and status post anterior and posterior lumbar interbody fusion as well as posterolateral fusion on (B)(6) 2009. On (B)(6) 2009 patient was seen for follow-up post anterior and posterior l4-5 and l5-s1 fusion. The patient states that, in the last few weeks, a rash developed over the surgical site from the anterior incision. The patient has not tried anything on it other than rubbing alcohol. The patient has some right hip pain and mild right low back pain. On another note, the patient was also seeking an additional trochanteric injection of the right hip for right greater trochanteric bursitis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.